Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 08-june-2024, it was reported by the patient that infusion set was leaking from the site. No further information was available.